Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the gripper arm from the leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the anatomy. The clip delivery system (cds) was advanced to the mitral valve however it was hard to hold the clip in place due to the anatomy. Multiple grasping attempts were unsuccessful and one gripper arm became caught under the prolapsed posterior leaflet and was bent. The cds was removed without issue. A second cds was advanced however again the posterior leaflet could not be grasped therefore the cds was removed and the procedure aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported inability to grasp the leaflets, difficulty removing the device and image resolution poor could not be replicated in a testing environment via returned device analysis. The reported gripper arm deformation was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information and the results of the analysis, the gripper arm deformation appears to be due to the reported difficult to remove (gripper arm caught under leaflet). The reported difficult to remove was related to the positioning failure with multiple grasping attempts performed. The reported positioning failure was due to challenging patient anatomy. The reported image resolution poor was also due to challenging anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.